Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2. H11: corrected data: h6 (device code).

Event description:
Edwards reviewed the literature article, prevention of bilateral coronary obstruction during valve-in-valve tavr with a self-expanding valve: the babicorn procedure, february 24, 2025, jacc case reports (2025). It was learned that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to calcification and severe stenosis. The patient presented with recurrent heart failure. The tavr was performed with a non-edwards device. Per article, tee and cta demonstrated heavily calcified bioprosthetic leaflets and severe stenosis (peak velocity 4.4m2, mean gradient 49mmhg).

Manufacturer narrative:
H11: additional manufacturer narrative: article: ghoneem a, mumtaz m, kanmanthareddy a, gada h, prevention of bilateral coronary obstruction during valve-in-valve tavr with a self- expanding valve: the babicorn procedure, jacc case reports (2025), doi: https://doi.org/10.1016/j.jaccas.2025.104493. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a1, a2 (date of birth), b4, b5, b7, d4 (serial number, expiration date, primary unique device identification number), d6a., g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery disease (cad). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
Edwards reviewed the literature article, "prevention of bilateral coronary obstruction during valve-in-valve tavr with a self-expanding valve: the babicorn procedure", (B)(6) 2025, jacc case reports (2025). It was learned through this literature article and investigation that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 5 months due to calcification and severe stenosis. The patient presented with recurrent heart failure. The tavr was performed with a non-edwards device. Per article, tee and cta demonstrated heavily calcified bioprosthetic leaflets and severe stenosis (peak velocity 4.4m2, mean gradient 49mmhg).